Manufacturer narrative:
After rebooting the host, the device was able to alarm audibly again. The philips remote support engineer (rse) advised the customer to have a technical consultant (tc) dispatched to perform a root cause analysis and sent a quote to the customer for the on site visit. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported the patient information center ix failed to alarm audibly. The device was in clinical use at the time of the event. No adverse event or patient harm was reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer. The customer stated the issue was resolved after rebooting the host. The rse advised the customer an on site visit for a root cause analysis and provided the customer a quote for the onsite visit. No response was received from the customer and the on site visit was cancelled. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.